Event description:
A 3.5 mm diameter x 12 mm length driver mx2 coronary stent system was inserted into a patient for the treatment of mid rca lesion. The vessel morphology was reported to be severely tortuous with severe calcification. It was reported that the device was inserted into the patient and was unable to cross the lesion. The physician attempted many times to advance around the first bend but was unsuccessful. It was noted upon removal that the shaft had cracked/broke. The physician was able to remove the device successfully. No additional clinical sequelae were reported and the patient is stable. Medtronic has received the device and its analysis has been completed. The hypotube detached 20 cm and at 22 cm distal to the strain relief; hypotube is held together by the jacket. The hypotube severely kinked. Guide way is damaged 22 cm distal to strain relief. The failure mode at the break point on the shaft is consistent with the shaft kinking prior to breaking. The application of force during delivery of the device most likely resulted in the breakage at the kink point.